Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side "high grade capsular contracture with extracapsular rupture of smooth round silicone implants", patient reports resolution of generalized urticaria and subjective feeling of cold extremities at her first post-op visit". Device has been explanted.